Event description:
It was reported to philips screen went black and stopped working. The device was in clinical use at the time of the event. A delay in therapy was reported. Multiple attempts were made to follow up with the customer to obtain patient information; however, there was no response. There was no patient harm or injury noted as a result of the event. Evaluation by philips service engineer was not requested, as the device is a rental by agiliti. Agiliti has requested to perform its investigation. The device was repaired by agiliti. Multiple attempts were made to follow up with the customer to obtain repair information; however, there was no response. There were no parts returned to the manufacturer for failure investigation; therefore, the root cause at the component level could not be determined.